Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula was crimped on (B)(6) 2024. The insertion site was on the abdomen. The event occurred on the first day of use. The infusion set had been in use for one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.